Event description:
The account generated a falsely elevated magnesium of 7.5 mg/dl processed on the architect c8000 analyzer. The sample was repeated with magnesium of 2.3 mg/dl on the same analyzer and 2.3 mg/dl on another architect c8000 analyzer. The previous day, the patient tested magnesium of 2.3 mg/dl. No specific patient information was provided. No impact to patient management was reported.

Manufacturer narrative:
Patient identifier did not contain enough spaces for entire patient ID. The entire patient ID is (B)(6). (B)(4). A follow-up report will be submitted when the evaluation is complete. Evaluation is in process.

Manufacturer narrative:
The field service representative cleaned the cuvette washer and manually cleaned cuvettes on the architect c8000 analyzer for resolution. No additional discrepant magnesium results were reported after the field service representative visit. The cuvette segments and the cuvette washer which are still functional at the customer site and are not available for return. A review of historical data revealed no systemic issues or adverse trends associated with the issue described in this complaint. The architect labeling provides adequate information for troubleshooting the issue. No deficiency or malfunction was identified.